Manufacturer narrative:
Analysis cannot be performed. No lenses were returned for evaluation and lot number is unknown. The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient indicates she experienced an eye infection and was prescribed drops with no improvement. The patient sought additional medical treatment and states they were diagnosed with a corneal ulcer. Good faith efforts have been made to obtain medical information without success. This event is being reported out of an abundance of caution due to incomplete diagnosis, lack of medical information, and unknown resolution.